Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a kidney/adrenal grand procedure, the gold cylinder was cracked. The cracked part was retrieved with no problem. Gender: male. Age and weight: not provided. Last patient's status: good. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Pieces fell into the cavity and could be retrieved. No bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The clevis pieces were disengaged from the side of the instrument. The pieces were received in a small package. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned properly; the blades could be expanded fully. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Should new information become available, the file will be re-opened and reassessed at that time.